Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided in section a is the average for all the patients. At this time no additional information was available, additional information regarding the patients, events, interventions and outcome has been requested.

Event description:
Literature: alberts sr, roh ms, mahoney mr, et al. Alternating systemic and hepatic artery infusion therapy for resected liver metastases from colorectal cancer; a north central cancer treatment group (ncctg)/national surgical adjuvant breast and bowel project (nsabp) phase ii intergroup trial, n9945/ci-66. J clin oncol. Feb 10;28(5):853-858. Summary: the authors indicated that surgery followed by hepatic artery infusion (hai) of floxuridine (fudr) alternating with systemic fluorouracil improves survival rates. Between (B)(6) 2002 and (B)(6) 2005, the authors examined a total of 55 eligible patients who were able to initiate protocol-directed therapy and completed median of six cycles. An additional 21 patients were enrolled but were unable to begin planned therapy because of elevated liver function tests, disease progression, deaths unrelated to surgery, became ineligible or for other reasons. Reportable event: thirty-two of the 55 evaluable patients experienced at least one grade 3 adverse events considered at least possibly related to study treatment. No treatment-related fatalities were reported. Fourteen patients experienced a complication related to their hai catheter or pump; seven patients experienced catheter occlusion, four patients experienced pump/catheter malfunction, two patients experienced infection and one was unspecified. It was reported that one patient died due to surgical complications (unspecified) following placement of the catheter but prior to therapy initiation.